Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during the fill tubing sequence. In an attempt to resolve the issue, the customer loaded a new cartridge; however, was unable to observe drops. Subsequently, the customer received a minimum fill notification. The customer loaded a new cartridge successfully and observed insulin dripping out of the end of the tubing as expected. The customer's blood glucose level was 234 mg/dl.